Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the display on the onetouch ultra is damaged after her husband ran over the meter with his car. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with self-adjusting insulin. The display was damaged a day prior at around 6 pm. After the product issue began, the patient reportedly decreased her food intake "all day". In the next day at 1 pm, the patient reportedly developed symptoms of "blurry vision". It is not clear what treatment the patient receive to abate her reported symptoms. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the patient claimed she developed symptoms that can be associated with hyperglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.